Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported elevated blood glucose (bg) levels. The patient also alleged that he had been having frequent loss of prime issues, the pump did not deliver insulin correctly, and the device had a motor sound issue. While speaking to the anm representative involved in this contact, the patient mentioned that his bg level had been good that day. According to the patient, his bg level was at "106 mg/dl" until he allegedly started having loss of prime issues. It is unknown what time the loss of prime issue began that night. However. The patient mentioned that his bg was at "392 mg/dl" before dinner. He bolused for his bg and carbs around 6:30 pm. Two hours after eating, the patient's bg level had risen to "487 mg/dl." The patient reportedly treated himself by drinking more water. He denied having symptoms of chest pain, nausea, or vomiting. However, the patient stated that he had a little shortness of breath (sob). The patient was unsure if the sob was diabetes related since he uses a continuous positive airway pressure (CPAP) machine. The patient claimed that the high bg level was a result of the pump not infusing his boluses for dinner. No occlusions were found in the pump's history for that day. While reviewing the pump, the patient claimed that there were two boluses that he had given that night and were missing from the bolus history. Through troubleshooting, the anm representative noted that the pump and meter were paired appropriately. However, troubleshooting could not be completed since the pump was not "holding prime" according to the anm representative. The pump was replaced. The patient also admitted that he had been re-using the same cartridge since (B)(6) 2012. Also, while reviewing the pump, the device was reportedly making snapping sounds. The patient indicated that the motor issue had been occurring since (B)(6) 2012. While performing the rewind, load, and prime steps,the patient claimed that the tubing was partially filled during the load step. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin into the tubing during the load step. At this time, it is unclear if the alleged issue related to insulin being pushed into the tubing during the load step contributed to the patient's injury. Refer to report #2531779-2012-08614 for emdr submission of the patient's reported injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #2 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. The rewind, load, and prime steps were performed successfully with no alarms. A force sensor calibration test was performed and was confirmed to be correctly detecting force. A loss of prime was induced and the pump alarmed appropriately. The pump was opened and no damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.